Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he has received shocks from the device and would like to have the device turned off. Attempts to determine if the shocks were appropriate or inappropriate were unsuccessful. No further patient complications were reported as a result of this event.